Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. Additional information was requested. (B)(4).

Event description:
A nurse reported that after an intraocular lens (iol) was implanted, it was explanted two weeks later due to a refractive surprise, blurry vision and irregular cornea. Additional information was requested.